Event description:
It was reported that during a left internal carotid artery stenting procedure after successful stent deployment, the patient exhibited dysarthria and right sided weakness with slight right arm numbness. Symptoms started to resolve by the time the stroke team was activated. CT of the head was inconclusive. The patient was treated with neo-synephrine for one day, although the there was no hypotension and the patient's blood pressure was systolic 130's, the physician wanted to keep blood pressure in the 150's. A stroke diagnosis was determine based on the patient's symptoms. The patient's symptoms have resolved except for a slight underarm numbness. The patient was discharged home two days after the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects stroke and weakness are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.